Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) a device history report (DHR) review was not conducted, based upon review of the investigation results, it is a known issue with units manufactured at that time. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damage to enclosure, front cover, pole clamp, and line cord. Wear and tear damage to enclosure, front cover, pole clamp, and line cord. Reported problem was confirmed. The technician filled reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The water tank was found to be leaking. The root cause of the reported problem was found to be water tank cover. The technician replaced water tank cover.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 was leaking. No patient adverse events reported.